Manufacturer narrative:
(B)(4). Results - (long critical lesion at rca), (stent damage, failure to deliver the stent). Conclusion - (long critical lesion at rca). Evaluation summary: the device was returned to the manufacturing facility for evaluation. The distal tip was slightly frayed. The balloon folds on the proximal pillow were partially open and disturbed. A number of struts on the 4th, 5th, 6th, 8th, 10th, 15th and 16th proximal segments were slightly raised and deformed. Procedural images were provided for review. The images confirmed the presence of a critical lesion in the mid rca. Images of the attempted delivery and subsequent withdrawal of the endeavor sprint were not captured on the cd. Based on the way in which the successfully deployed other size stent expanded, the lesion appeared to be partially resistant. This prevented concentric stent expansion. This area of the stent was post dilated and the area of restriction for balloon expansion could also been seen at the site of the lesion resistance.

Event description:
The physician was attempting to implant a 2.5mm diameter x 24 mm length endeavor sprint rapid exchange (rx) drug-eluting stent to treat a lesion in the rca. The target lesion was reported to be a long critical lesion. Pre-dilatation was performed and an attempt was then made to deliver thge endovascular sprint stent. During the delivery attempt, it was observed that the stent was damaged and the device was successfully removed. A different size stent was used to treat the target lesion. No clinical sequelae were reported.